Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a notifications turned off banner. Photo was provided for investigation. Confirmation of the allegation and probable cause was undetermined via photographic inspection. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause via data. No injury or medical intervention was reported.